Manufacturer narrative:
The root cause is wear due to overload considering the reported high weight and activity of the patient, that this is the first abutment replacement after s2 surgery and the lack of any other cause leading to wear issues. No deviation was identified in the production nor sterilization records.

Event description:
Abutment and abutment screw replacement surgery for a patient due to press fit wear that resulted in pain and black secretion out of the abutment exit site. No soft tissue complication. The patient had the components replaced as a day surgery procedure.